Event description:
It was reported the patient had not used his stimulator in about two years. The patient was supposed to meet with a manufacturer representative on (B)(6), to have his implantable neurostimulator (ins) jumpstarted and get reprogrammed but he had to cancel. The patient¿s feet were really bad because he had neuropathy for 13 years and his feet started hurting more the night before the appointment. Additional information received (B)(6), reported the patient had yet to reschedule his appointment. The patient had other medical issues that resulted in his lack of pain reduction when using stimulation and approximately 2 years ago he stopped using the system. The patient¿s medical condition had changed and his physician wanted to see if the stimulation could provide pain relief if they could get it running again. Additional information received reported that the manufacturing representative helped the patient ¿bring back his implantable neurostimulator (ins) the day prior to the report.¿ it was noted that when the patient used the stimulation on the morning of the report, it lasted from 5:30 to before noon. Additional information received reported that the patient had an appointment with the physician on (B)(6) 2014, ¿partly for the lack of stimulation.¿ it was noted that the patient had a power on reset (por). It was noted that a few weeks prior to the appointment, the patient had to locate his charger and he had not used his stimulation in over 2 years due to other medical issues. It was noted that the patient was able to do the 60 minute countdown the night prior to the appointment and the patient ¿had gotten it up to full.¿ it was noted that in the appointment, the device was dead already and it needed about 15 minutes of countdown and it took a little over an hour to get the battery up to 25% full. It was noted that this wasn¿t enough to operate it, but it reset the clock and the manufacturing representative performed an impedance test. It was noted that the patient¿s ¿wires showed perfect numbers.¿ it was noted that the patient¿s ¿battery was shot and needed to be replaced.¿ it was noted that the patient was not experiencing nearly as much pain, but he did get some occasional ¿shots of pain¿ up into his feet. Additional information received reported that the patient had a severely weakened battery as a result of his recharging neglect.

Manufacturer narrative:
Concomitant products: product ID: 3887-33, lot# v139205, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3887-33, lot# v139205, implanted: (B)(6) 2009, product type: lead. Product ID: 3887-33, lot# v139205, implanted: (B)(6) 2009, product type: lead. Product ID: 3887-33, lot# v139205, implanted: (B)(6) 2009, product type: lead. Product ID: 37082-60. Serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).